Event description:
Additional information received reported that the plans for revision were put on hold pending further medical workup.

Event description:
The patient noticed a change in stimulation at the beginning of (B)(6). The thoracic lead was connected to the 8-15 port of the ins which covers his leg. This lead had impedance measurements of greater than 40,000 ohms. Reprogramming has been done to using only one lead previously. The other lead was implanted in the l5 area and was connected to the 0-7 port of the ins. This lead controls his groin pain and works fine. Additional information reported stated that the thoracic lead retrograded into the sacrum. The patient experienced loss of stimulation with the thoracic lead and loss of therapeutic effect. Reprogramming was attempted but was unable to capture painful area with working lead. It was clarified that the thoracic lead ¿stopped working¿ at the beginning of (B)(6) which covered his left leg. No injury, accident, fall or other contributing factors were reported. A revision was planned. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).